Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was repositioned to a different site due to irritation at the original site.